Manufacturer narrative:
The investigation is pending. A follow up report will be submitted, once the failure investigation has been completed. H3 other text: device was provided with pending investigation.

Event description:
It was reported, that the device has keypad problems. There is no response from the keypad. It will not power up. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has keypad problems. There is no response from the keypad. It will not power up. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypads and performed preventive maintenance. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad. Device history review: a review of the device history record showed the device had a manufacture date of 28 jul 2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device received with completed investigation.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device has keypad problems. There is no response from the keypad. It will not power up. No additional information was provided. There was no patient involvement.